Event description:
It was reported that an implantable neurostimulator the incision never closed after implant. The patient later developed a device site infection at the incision or pocket site with green discoloration and oozing pus. Cultures were taken from the pocket site, and the patient required antibiotics and reportedly tried three rounds. The patient had no systemic issues of infection. The system was explanted, new leads were implanted, and a new battery was implanted and tunneled to the opposite side. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.